Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented to hospital on approximately 2 years post the index procedure and CT showed scattered thrombus adhering to the inside of both limbs with occlusion occurring below the knee on both sides. Due to the development of collateral vessels and lack of patient symptoms, the physician decided to monitor the patient and warfarin was administered. As per the physician, the cause of the thrombus event is not determined. No additional clinical sequelae were reported and the patient is being monitored.